Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel as well as high capture thresholds. The physician opted to further increase pacing outputs. No adverse patient effects were reported. This system remains in service.